Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 158 mg/dl. Customer also stated insulin pump had insulin flow block alarm. Customer initiated self test and got hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm found in the device history file due to software error. Line number=6950 and file number=603. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.